Manufacturer narrative:
Qc was run on the meter at 6:00 a.m. And both levels passed. The customer stated they have issues with staff leaving the test strip vial caps open. The test strips were requested for investigation.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested with accu-chek inform ii meter serial number (B)(4). The result at 5:31 a.m. Was 449 mg/dl. The result at 5:32 a.m. Was 152 mg/dl. The result at 5:37 a.m. Was 155 mg/dl.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.